Event description:
Home patient (hp) contacted baxter's technical service center (tsc) for assistance regarding a system error 2240 message that appeared on the display of home patient's homechoice machine during a dwell cycle of home patient's automated peritoneal dialysis (apd) therapy. Reportedly, hp disconnected the patient line of the homechoice set from home patient's transfer set at the end of a dwell cycle and did not come back in time. When hp returned, the homechoice machine was alarming, in response to the alarm,hp reconnected the patient line of the homechoice set to transfer set and attempted to resume therapy. Tsc assisted hp in ending treatment early. Per rn, no patient injury or medical intervention was associated with this incident.